Event description:
It was reported by the aci sales professional that a (B)(6) female patient who (B)(6) underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right and left common femoral artery with ultrasound guidance and a micro puncture needle via two different 6f sheaths (one on the left and one on the right). Peri-procedure, the patient was anti-coagulated with heparin. The 6f sheaths were placed bilaterally for the femoral angiogram which revealed presence of calcium in the right side. Then the two 6f sheaths were up-sized to 7f sheaths for the bilateral iliac stent placement. Following the procedure, the physician who is a trained users, selected two mynxgrip vascular closure device 6f/7f to close the left and right access site. The left side was closed successfully utilizing the advanced user technique and 50/50 contrast and saline mixture. A buddy wire (guide wire) was utilized in the right side and a 50/50 contrast and saline mixture. It was reported that the balloon lost pressure. The physician re-advanced the sheath with a dilator and then a second mynxgrip vascular closure device 6f/7f was deployed in the right side. The balloon from the second device also lost pressure so the physician re-advanced the sheath over the advancer tube and removed the device from the patient. The access site was closed with a device from a different manufacturer (starclose device).

Manufacturer narrative:
Visual inspection of the returned device showed that the plunger handle of the syringe was broken and blood was observed in the syringe and inflation tube. It is unknown whether the damage to plunger handle was due to user manipulation or subsequent handling. An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 7mm from the balloon proximal tip. The review of the lhr (lot f1305303) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00181 for the first device.